Event description:
No pump was returned to fresenius kabi for evaluation. A history review of the fresenius kabi service records for reported serial number prior to the notification date of this complaint record found no same / similar issues related to this complaint. A device history review of the reported serial number was conducted by fresenius kabi and no related manufacturing nonconformance records were found. There were no other incidents in production of this product that would have caused the reported issue. All complaints are captured in tracking and trending and reviewed monthly to determine if additional investigation is required for further root cause analysis and any corrective actions. No action required at this time.

Event description:
The following has been reported: biomed reported: "it was reported that dobutamine drip pump found off "battery complete" and the nurse stated that the pump shutdown and was not plugged in while in use. When asked, they said they did not get a low battery alarm before it shutdown. The av (actuator valve) pins and loading guides were cleaned. While testing pump there were no problems. A preliminary review identified the following issue: battery capacity fade issue as aging batteries may fail to meet alert requirements. Active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.